Manufacturer narrative:
The tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the tip cover accessory split while dissecting, and a device fragment fell inside the patient. The surgeon was unsure of the cause of the fragment's detachment. The fragment was believed to have fallen inside the patient, but it was not retrieved due to its small size, despite washing out the abdomen. No additional surgical procedures were required, and no post-operative tests, such as x-rays or ultrasounds, were conducted to check for remaining fragments. The procedure was completed robotically using a new accessory tip, with no injury reported to the patient. The patient has not returned to the hospital due to post-surgical complications. The instrument's tip has already been sent for evaluation. No photographic images or video recordings were available for review.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing around the transparent part, by the mouth where the scissor tips exit. The mcs tip cover accessory was found to have tearing 40 mm from the proximal end where the instrument inserts. The tears were axially aligned with the tip cover and measure from 5 mm in length. There were no signs of thermal damage present at the end of any tears.

Event description:
Refer to h11 for follow-up information.